Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Event description:
New information noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was fine at the device check on (B)(6) 2017.